Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
It was reported that during a trial procedure, the doctor noticed an unusual amount of blood coming out of the epidural needle. The doctor stopped the bleeding and continued to implant the lead. The pt felt good stim while on the table. In recovery, the pt complained of pain and began to sweat. The rep tried programming the pt but the pain continued to worsen. The doctor evaluated the pt & subsequently removed and discarded the lead. The pt felt better afterwards. Later that evening, the pt was taken to the ER to have an epidural hematoma removed. As of (B) (6) 2010, the pt is reported to be doing well and will not be reimplanted.